Event description:
The doctor had difficulty inserting the sheath into the pt. Another sheath was used and worked o.k. The sheath was not returned to datascope for eval. The sheath was discarded by the facility. (Event complications: unknown-reported 7/13/98. (Pt's current status: unk - rpt'd 7/13/98.)